Event description:
As reported by the patient's attorney, a precision twist transvaginal anchor system was used during a procedure on (B)(6) 2009. According to the complainant, the patient experienced complications including but not limited to extreme pain, discomfort, urinary problems, dyspareunia and upon information and belief underwent multiple corrective surgeries to remove or revise part of the pelvic mesh device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.